Event description:
The customer reported that their mp50 monitor died without a low battery alarm.

Manufacturer narrative:
A biomed at the customer site reported that the nurses claimed that the monitor was working on battery power in an isolation room and that the nurse left the room for an unspecified period of time and when she returned the monitor was off and the batteries were completely drained. The nurses claimed that the monitor shut off without any indication of a low battery alert. The biomed at the customer site tested the monitor and found it working to specifications. Furthermore, a philips clinical specialist also tested the monitor while at the customer site and found it working to specifications. The instructions for use for this monitor describes that the monitor switches off automatically when there is no battery power left. Also, it documents that the battery status info can be configured to display permanently on all screens which would show the status of each of the batteries detected, the combined battery power remaining, and an estimate of the monitoring time this represents. This issue is not considered as a malfunction of the device or it's labeling. No parts were ordered and no repair was warranted. A written response to the customer is not warranted as the philips field service engineer documented that the biomed and a clinical specialist that was at the customer site could not duplicate the reported failure. The reported issue is consistent with the nurses not being in front of the monitor when the "batt low" inop was generated by the monitor which indicates the estimated battery powered operating time remaining is less than 20 minutes. The device remains in use at the customer site and no add'l calls were logged for this device issue. No further investigation or action is warranted. (B) (4).